Manufacturer narrative:
Multiple attempts have been made on 26-sep-2023, 05-oct-2023, and 17-oct-2023 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the liquid crystal display (lcd) went out, and the lcd cable was faulty. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the liquid crystal display (lcd) went out. The customer also informed the rse that the lcd cable was faulty and needed to be replaced. The rse provided the customer with the part number and price of the lcd cable for repair upon request.